Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad of the device was severely worn away. The shap of the worn ptfe pad coincided with the probe shape of the device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the user activated output without grasping tissue.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was failed. There was no patient injury reported.